Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the hemostatic valve of the delivery catheter allowed fluid to spray back at the operator during the dye injection. The catheter was removed and not used. No patient complications have been reported as a result of this event.